Manufacturer narrative:
(B)(4). The device was returned to the MFR for eval. Prior to decontamination, the device was examined with a light microscope. The examination revealed that the 0.5 x 0.5mm epoxy dome was missing from the distal tip. The distal tip was microscopically inspected and colored debris was noticed inside the screw tip "well". This debris is consistent with the adhesive used to apply the dome and it indicated that visual examination found a kink near the proximal end of the hypotube, and the distal tip was observed to be shaped, this is due to use handling. During functional testing of the device, a message "attach wire to connector" was displayed indicating a signal failure. The dome damage is not related to the reported complaint; the dome has no electrical functionality and does not affect the signal. The dome from the distal tip is a 0.5mm x 0.5mm rounded drop of uvex epoxy material intended to enhance smooth tracking and reduce resistance during advancement of the wire during use. A missing dome could contribute to decreased wire handling performance. The user did not note any wire handling performance issues, such as resistance or steerability. The dome can be damaged or weakened by exposure to oxidizing agents commonly used in hospitals for disinfection of device after use. It was reported that the device was soaked in antiseptic solution for 1 hour prior to return to the MFR. There was no pt impact or adverse event. This event is being reported because the MFR cannot conclusively determine when the dome separated from the wire's distal tip. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, two other complaints were reported within this lot for the failure mode message "attach wire to connector"; however, the respective returned product for those two complaints was not missing any components. No further action is required.

Event description:
It was reported that the pressure guidewire repeatedly displayed the message "attach wire to connector" prior to a therapeutic pci procedure. The device was returned for eval. Prior to device decontamination, the device was examined using a light microscope. The examination revealed that the 0.5 x 0.5mm epoxy dome was missing from the distal tip. The distributor was notified of this finding, and at this time the MFR was informed the guidewire had been inserted in the pt; however, no resistance or steerability was encountered. Add'l info stated that another pressure guidewire was used and the same failure occurred. The physician chose to discontinue the ffr portion of the procedure. It was reported there was no pt impact or adverse event. This event is being reported because the MFR cannot conclusively determine when the dome separated from the wire's distal tip.